Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Agent reported that the device lost the thread.

Manufacturer narrative:
An event regarding alleged "thread damage" involving a trident trial was reported. The event was confirmed. Method & results: device evaluation and results: the window trial was returned in used condition. The threads on the device were notably damaged and worn. There is paint missing in various areas. Examination of the returned device with material analysis engineer indicated: "damage observed on threads consistent with crossthreading and off-axis loading." Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: it was reported that device lost the thread. A visual inspection of the returned device shows threads on the device were notably damaged and worn. There is paint missing in various areas. Furthermore, material analysis examination indicated that damage observed on threads consistent with crossthreading and off-axis loading. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Agent reported that the device lost the thread.